Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation under the electrodes. The area was described as red and painful. The patient discussed the irritation with his doctor who advised the patient to remove the lifevest to allow the area to heal. During a follow up, the patient reported that the irritation had healed.